Event description:
The customer's father stated that the customer went swimming with the insulin pump on. The insulin pump is now beeping and vibrating. The insulin pump also has condensation underneath the screen. Advised that the insulin pump is not waterproof and that it will be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture on the motor assembly.